Event description:
It was reported that prior to an unk procedure, the electrical pole was protruding and bent before use on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.